Event description:
The hospital's ambulatory treatment center reported an issue with an intravenous administration set including the model 9527b multiport manifold. The nursing staff reported that while the nurse was attempting to connect secondary tubing to the manifold, one of the blue injection hubs completely detached. It was reported the primary tubing contained antibiotics. There were no patient complications reported as a result of the alleged event. The device was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.